Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the proximal aortic neck diameter is 27 mm, and 5 mm in length aortic neck and the aortic neck angulation was 30 degree. It was an emergent impending case. Though the patient was advanced age, open surgery had a high success rate for the treatment. But the patient and family were opposed to open surgery. Instead, they accepted the idea of taking evar so that it was urgently carried out. Only 5 mm from below renal artery (ra) had 27mm in diameter, which was the origin of aneurysm and the just above the aneurysm the distal aortic neck was 35mm in diameter, severely conical proximal aortic neck. Therefore, it was the only way to use endurant for the treatment. It was reported that the suprarenal stent was not fully extended, but pinched. That caused wrinkle in sg and endoleak. This procedure was reduce the pressure of blood flow into aneurysm, so physician end the procedure. The stent graft would have been deployed with narrowed shape, which would have made a small space at a greater curvature and led to occurrence of type ia endoleak. As for further treatment, proximal neck would be coiled to decrease amount of leak. This time, treatment was given to the patient for the purpose of reducing the pressure and the procedure was completed after device implant. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation conclusion: off-label, unapproved, or contraindicated use (implanting device in a short and severely angulated aortic neck).